Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during insertion of a 0.035-inch wire into the device, significant resistance encountered, and the wire could not be advanced. The wire could only be forced through with difficulty during an ex vivo test. The device was deemed unsafe and was not used. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to insert was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the guide wire was likely prolapsed in the anatomy during insertion of the prostyle and once the guidewire was removed the prostyle sheath kinked inhibiting the re-insertion of the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.